Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was prescribed multiple pa bolus's with a lockout for 30 mins and max 20 bolus's the caller stated since the patient has gotten the pump they notice when they attempt to give a pa bolus it gets to 90 % and just sits. Additional information was received on 2024-10-21 and it was reported that information on improving performance of the handset was reviewed. Additional information received on 2024-10-31 reported that no troubleshooting was performed.